Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, during evaluation device functioned normally. Physical damage was found to the top cover. There are 4 missing bumpers and 1 missing molex cap. The serial label requires update; software label requires update from v1.10 rev 33 to v1.10 rev 38. See vendor evaluation.

Event description:
On 10/31/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump was stuck at full speed and would not slow down during a knee scope. This patient had excessive knee and thigh swelling. They had to pull the outflow to make sure the patient still had blood flow. The patient was discharged, but they will be bringing him back for a follow-up. The case was successfully completed. Additional information was received on 11/06/2025. The tubing used with the pump was the ar-6410, main pump tubing. Per the rep, no extravasation occurred. The patient was monitored after the scope to monitor swelling and pressure. The swelling ended up resolving on its own shortly after surgery. The patient was then discharged with no concerns from the surgeon.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.